Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the cath lab inventory manager that the physician upon insertion of the intra-aortic balloon (iab) noted the iab immediately became unfurled upon removal from the blue t-handle. A new iab was opened and again when removing from the blue t-handle, the catheter again immediately unfurled. They subsequently opened a 3rd iab which was able to be inserted successfully. The devices have since been discarded. The customer claims staff did pull negative and leave the purple one-way valve in place. There was no reported injury to the patient. This submission is for the 1st iab used.